Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was experiencing shocking from/near the implantable pulse generator (ipg). It is unknown when the shocking was first observed, with neurosurgeon not believing that the shocks are coming from the ipg, but the nurses and patient saying that they are. The rep is uncertain if the shocking has been resolved, and the patient is going to see the implanting physicians on (B)(6) for follow up. Furthermore, the rep believes the left ins to be causing the issue but are unsure. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.